Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the observed acoustic lens chipping issue could not be determined, however, the issue was likely the result of impact stress due to user handling/mishandling. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that while using the ultrasound gastrovideoscope, the ultrasonic probe was loose. There were no reports of patient harm associated with the reported event. The device was returned for evaluation. During the device evaluation, the following reportable malfunction found the acoustic lens chipping. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.

Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: water tightness is lost due to deformation of the upward/downward knob, the bending angle in up direction did not meet the standard value due to wear of angle wire, the adhesive on the bending section cover is detached, chipped, and cracked. The displayed ultrasound image is defective with missing elements due to damage on the ultrasonic probe, the acoustic lens had a scratch and is detached. Paint on the air/water cylinder is peeled, scope cover plate is unclear, and the objective lens had a scratch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.